Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Section g2 was corrected to align with the information in the initial report. Based on the results of the investigation, the telescope locking pin was found to be loose. There was no evidence of physical damage was found on the telescope appearance. The image quality was good. There was adhesive residue in the thread. It is possible that the damage was caused by the application of excessive force. There was a clear dent at the connector pin's tip, which may suggest that the connector pin was screwed off using forceps. However, the definitive root cause of the loose pin could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, during general maintenance the connector/locking pin at the main body of the oes elite high definition autoclavable telescope was found loose. No procedure or patient was involved and no death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.